Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis with an initial glucose of 472 mg/dl and 4+ ketones, attributed to poor insulin absorption from the abdominal infusion sites. The patient was treated with IV drip and is now on mdi with current glucose level 261mg/dl until pump is running.